Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint color ring had come off was confirmed. Based on the results of the investigation, it is likely the color ring had come off due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred for a uterine electrocautery procedure which was used as a treatment and the procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's color ring came off. There were no reports of patient harm, no delay. And the patient was not under anesthesia.